Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on saturday, (B)(6) 2018. The ambulance arrived to the customer's home and took them to the hospital. The patient's blood glucose at the time of incident was 38 mg/dl. The customer blamed the lack of a sensor; the customer had not worn a sensor since thursday last week. Troubleshooting did not occur. The insulin pump was not returned for analysis.